Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. During the procedure, it was noted that the patient's atrial lead had dislodged into the ventricle. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 45.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.